Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports stimulation in the wrong location and painful stimulation. Patient has tried to program it on 1 and 2, but get's nothing. When they are on program 3, patient experiences pain down the right leg and into the toes even after decreasing stimulation. Patient tried program 4 and it gave them a little stimulation. However, the device woke them up at night with pain down the right leg again with their toes hurting. The patient's left toes felt like they were curling and it was excruciating. Patient is still having accidents. No trauma/falls were reported that could be related to this issue. It was later noted that patient received a new replacement system, ins and wire, due to the issues. No further patient complications have been reported as a result of this event.